Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. Review of the device history records for the lot provided revealed all product met material, assembly and inspection requirements prior to shipment. Review of the dfu notes the reported event as a potential adverse event associated with the tavr/tavi procedure. The product is not expected to be returned; however, if additional information is received a follow-up medwatch will be filed. Product disposed.

Event description:
As received: "starting the lotus procedure, while introducing the catheter abdominal bleeding occurred just above the bifurcation right illiac/abdominal. Safari wire 2 was used. During introduction of the catheter the lv was in view (usual practice of the centre) wire was not buckling. Second operator had tension on the wire while advancing. Some resistance was felt by the first operator. Moved table to have a look at illiacs. Valve was no longer inside the artery but punctured the wall. A small curl was seen in the safari wire. As a result a major bleeding occurred, a 30mm balloon was placed. Vascular surgeon came in but said it was too much damage to fix. Finally the patient did not survive. Physicians think it had not to do with the device. Should have stopped advancing the first moment resistance was felt."